Event description:
It was reported that the patient presented for an implant procedure of the atrial lead. The next morning, during a pre-discharge check, it was noted that the lead exhibited high capture thresholds due to lead dislodgement. Chest x-ray was performed to confirm dislodgement. The lead was explanted and replaced. The patient was in stable condition.